Manufacturer narrative:
It was reported that the cns failed to alarm for heart rate when alarm limit is breached. The nurses indicated that the patient heart rate dropped from 50 to 40 and down to 20 before the device alarmed. No consequence or impact to the patient was reported. Log files from the event has been received. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm for heart rate when alarm limit is breached. The nurses indicated that the patient heart rate dropped from 50 to 40 and down to 20 before the device alarmed. No consequence or impact to the patient.

Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at (B)(6) hospital reported that cns unit did not alarm when heart rate of patient dropped from 50 bpm down to 40 bpm at 10.50 pm and only alarmed when heart rate dropped to 20 bpm on pu-621ra-c with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: nkts requested customer to send logs of cns unit which was connected to the patient for further evaluation and escalated the issue to qa. Investigation conclusion: root cause of the issue as per the logs shared by the customer was determined to be user error as there were two alarms reported in the logs at the same time of reported issue. The details of the two alarms is as described above. The warranty of cns device expired on 10/21/2014. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high corrective action: customer needs to set value of upper / lower limit of alarm and arrhythmia alarm as per the patient's health as mentioned in the operative manual of pu-621ra or else the alarm settings will remain to be 140/50 in master alarm settings which is as per the factory settings guidelines. Corrected information: f9: approximate age of device: changed from 80 months to 79 months.

Event description:
It was reported that the cns failed to alarm for heart rate when alarm limit is breached. The nurses indicated that the patient heart rate dropped from 50 to 40 and down to 20 before the device alarmed. No consequence or impact to the patient.